Event description:
Customer reported being hospitalized for high blood glucose. The customer could not remember the date of the hospitalization event. She reported her blood glucose at the time of the hospitalization was 650 mg/dl. The customer also reported having a bent cannula. The customer was treated with an IV of insulin and fluids at the hospital. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).